Event description:
Additional information was provided on (B)(6) 2026 via e-mail. It was reported the patient has always taken nsaids due to musculoskeletal pain in the shoulders, hips, and knees. On (B)(6) 2022, a right rotator cuff repair surgery was performed for full thickness complete tear of the supraspinatus tendon and full thickness tear of the infraspinatus tendon. A complete tear of the long head of the biceps tendon was present. Preoperatively, the patient had severe pain even at rest and severe itching of the upper right inner arm which could not be comforted with antihistamine ointment. Diphenhydramine was administered at night. In late spring 2025, the patient stopped taking nsaids and diphenhydramine unless extreme allergies caused shortness of breath due to a stage 3a kidney insufficiency diagnosis. In fall of 2025, the patient's right shoulder pain surfaced and worsened in november. The patient was dropping a gallon of water half full in the beginning of (B)(6) 2026 and had sudden, sharp, excruciating pain in their right shoulder and an inability to lift their arm up or out. The patient saw an orthopedic doctor and the MRI results showed a full-thickness rotator cuff tear and more. The patient was advised a shoulder replacement was needed and to ensure they were not allergic to devices required. Since, the patient resumed taking nsaids and diphenhydramine sparingly to help the pain in the shoulder.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. Based on the information available for review¿including the returned device (if available), photographs, videos, event description, and additional field input¿arthrex has determined the most likely cause of the reported event. The most likely cause is attributed to patient-specific clinical factors and a subsequent traumatic injury. Per (B)(4), revision 3, section e (warnings), item 6, fixation provided by this device is considered temporary until healing is complete and may not withstand weight-bearing or unsupported stress. The dfu further states that the fixation should be protected postoperatively, and that the postoperative regimen prescribed by the physician must be strictly followed to avoid the application of adverse stresses to the device.

Event description:
On (B)(6) 2026, a patient called in and reported that she is experiencing pain after undergoing a right rotator cuff repair in 2022, where a 4.75 swivelock. No additional information was provided, and additional information has been requested.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.